Event description:
A caller reported a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support (cts) confirmed the issue and decided to replace the pump. The customer was informed that the replacement pump would come with updated software, and they were instructed on how to return the problematic pump. The customer was also advised to use multiple daily injections as a backup therapy in the meantime and to program their pump settings and connect their continuous glucose monitor to the new pump. The customer understood and acknowledged all instructions provided by cts.